Event description:
Customer's husband reported hospitalization due to low blood glucose. Caller stated that he woke her up. The paramedics were called and customer was transported to hospital. The blood glucose reading at the time of the event was 28 mg/dl. Customer was not eating and taking pain medication. Hospital treated with IV. The current blood glucose reading is 280 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.